Event description:
It was reported that the noise resulting in oversensing and noise reversion was observed on the right ventricular (rv) lead. The rv lead was deactivated and replaced to resolve the event and the patient was in stable condition. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or during the lead revision procedure.